Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the top webbing folded back over itself and the white residue which indicates malfunctioning of a sealing process. The reported issue was confirmed. The overlapping stripes are visible on multiple units indicating that the top web was misaligned. This was evidence to confirm and support a manufacturing equipment related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 bd insyte¿ autoguard¿ shielded IV catheters' packaging units weren't properly sealed before use. The following information was provided by the initial reporter, translated from japanese to english: "some packages weren't sealed properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd insyte¿ autoguard¿ shielded IV catheters' packaging units weren't properly sealed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "some packages weren't sealed properly."